Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient's battery site is painful. There is no swelling, but the battery is superficial.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient's battery site is painful. There is no swelling, but the battery is superficial.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.